Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had password screen popped up while ventilating a patient. Customer confirmed that the vent did not stop ventilating. Patient removed from the vent due to reported device issue, and no patient harm.

Manufacturer narrative:
The suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6, and h11. Additional information: d3. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause couldn't be determined. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible even though logs shows the failure. The unit start to work normally after the next restart.